Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to gastrointestinal bleeding, confirmed by a positive stool guaiac test result. The patient was given two units of packed red blood cells and the bleeding resolved. It was reported that the vad functioned as intended.

Manufacturer narrative:
Approximate age of device - 7.5 months. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.